Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on both the proximal and distal end, with struts in a lifted state and pulling distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. Following pre-dilation, a 3.00 x 20mm synergy stent was advanced for treatment. However, severe resistance was noted. The device was removed and the stent edge was found lifted. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. Following pre-dilation, a 3.00 x 20mm synergy stent was advanced for treatment. However, severe resistance was noted. The device was removed and the stent edge was found lifted. The procedure was completed with a different device and no patient complications were reported.